Event description:
A report was received that the patient had difficulty charging the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.